Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an infection on the device pocket. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.